Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring does not work. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the navigation ring does not work. Onsite is currently pending.

Manufacturer narrative:
It was reported that the nav-ring does not work. A philips authorized service provider (asp) went onsite and confirmed the reported issue. The philips asp stated the nav-ring navigation wheel was not functional but does not prevent the use of the device. The philips asp then replaced the front bezel with the nav-ring. The philips asp replaced the front bezel with the nav-ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.